Event description:
A malfunction on the pump was reported by the caller, but there were no notable events preceding the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. In response, the customer performed a reset on their own, and a replacement pump with updated software was sent to them by cts. The customer was instructed to put the original pump into storage mode and return it using a pre-paid label. They were also advised on steps required upon receiving the new pump, and they understood all instructions.